Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they went into diabetes ketoacidosis. The customer stated that they had a serious high blood glucose level. It was unknown whether the customer was using automode. The insulin pump will be replaced, and customer agreed to return the product for analysis.